Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "blurred vision" (blurred vision); "tearing" (tearing, excessive); "pain" (pain); "redness" (red eye(s)). Product problem(s): "bad position" (malposition of device [iol (intraocular lens) implant]). A consumer's son reported that twenty days following his father's intraocular lens (iol) implant surgery, he experienced blurred vision, tearing, redness, and pain. The consumer was treated with medications. The son reported the treatment was unsuccessful and his father was referred to a specialized clinic. The surgeon at this clinic reported the iol's quality was compromised, that it was bent or in a bad position. Additional information has been requested.